Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon was approximately 1cm inaccurate during a tumor resection. The inaccuracy was reportedly discovered before any incision was made. The site had loosened the reference frame after draping, and against the medtronic representative cautioning, did not re-register the patient. The procedure was completed with the use of the stealthstation s7 system. There was no impact on the patient outcome reported.

Manufacturer narrative:
A software investigation finds the frame to patient relationship changed which made the registration invalid. The software is functioning as designed.